Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential oversensing which led to t wave oversensing. This patient was bench pressing at the gym at the time. Signal amplitude was good, and the smart pass feature was on. Technical services (ts) discussed programming options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.